Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient experienced elevated blood glucose levels and was treated with additional insulin. However, excessive insulin delivery subsequently resulted in hypoglycemia (low blood glucose levels).